Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a full body lift procedure on (B)(6) 2012 and topical skin adhesive was used along the entire length of the incision. It was placed over the incision that was first fully closed with suture. Hibiclens was also used during the procedure. The topical skin adhesive was removed about two weeks after being applied and the patient had an infection with a strong appearance of redness, obvious dehiscence and necrosis at the abdominal incision only. The patient was cultured on (B)(6) 2012. A wound vac was used to close the wound and antibiotics were recommended. The patient is doing fine at this time.